Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer loaded a new cartridge to resolve the issue. It was reported that a cartridge alarm 1 occurred during basal delivery . A cartridge change was performed resolving the issue. It was also reported that an undefined occlusion alarm occurred. It was further reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The alarm cleared and insulin delivery was resumed. A supply change was preformed to resolve the issue. Customer¿s blood glucose was 72 - 130 mg/dl.